Manufacturer narrative:
Date of event: unknown not provided, best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. Returned lens was cut in two pieces. Loose fibers/particles were observed on lens pieces and were related to handling the lens. Residue of lubricant material also observed on the lens pieces. One of the haptics was observed slightly distorted. No damaged was observed to the other haptic. The condition in which the lens was returned is consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens was explanted from the patient's right eye in a secondary procedure because of the patient experiencing residual myopia. Reportedly, the same model lens was used as a replacement for the patient. There was no patient injury, no incision enlargement and no sutures. Patient had visually recovered when discharged. No further information provided.